Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels ranging from 37-47 (mg/dl); cause was unknown. Reportedly, the customer fainted and hit head on the table. Contact assisted after the customer regained consciousness. Carbohydrates, juice, and pasta was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.